Event description:
It was reported that the customer received an altitude alarm. The alarm cleared by itself and insulin delivery was resumed. The customer's blood glucose level was 140-150 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.